Event description:
A center director reported hyperopic overcorrection in a patient's left eye 25 days post lasik. Epithetial basement membrane dystrophy was noted. Patient reported distance blur. Contact lenses were used to correct residual prescription and a topical steriod drop was prescribed. Upon follow up, patient is still wearing contact lenses and using topical steriod drop. Patient is scheduled to meet with the surgeon to discuss a possible enhancement procedure in the future. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).